Event description:
A health care professional (hcp) reported that the bur was jammed in the shaver during operation but there was no delay. There is no patient impact.

Manufacturer narrative:
Analysis found bur stuck in collet. Tried to push down collet but bur remained stiff and could not separate bur. Bur was trimmed at the base so as to remove the nut collet and then dismantle. If information is provided in the future, a supplemental report will be issued.